Event description:
It was reported that the patient went to his physician in 2008, and was told his voltage went down from 5.0 to 3.0. A few days after his physician visit, the patient started to have a return of symptoms; discomfort, burning sensation and bloatedness. Further information is being requested from the hcp.